Manufacturer narrative:
Continuation of d10: product ID 8637-20. Serial# (B)(6) implanted: (B)(6) 2024. Product type pump. Product ID 8781. Lot# n745201003. Product type catheter section d. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 08-aug-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (99 mcg/day, concentration unknown) via implanted infusion pump indicated for cerebral palsy. It was reported that the patient had a pump replacement on (B)(6) 2024. The patient had experienced drowsiness related to increased dose in medication so the catheter tip was lowered from c7, t1 to t8, 9. The causal relationship to drug was related. The causal relationship to the pump, catheter, programmer, or procedure was no. It was reported that the drowsiness was not recovered. No further information was provided.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the reason for the catheter tip having been lowered, it was indicated that the catheter had not lowered, but rather the placement was lowered at the physician¿s choice when changing the pump.

Manufacturer narrative:
H11: note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The pump (serial number (B)(6)) was implanted on (B)(6) 2017. The pump was replaced on (B)(6) 2024 due to normal replacement regarding battery life.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.